Event description:
Procedure: lap gastric bypass. According to the reporter: the instrument didn't present any difficulties. The suture fell off the needle on the 3 different reloads during the procedure. There is no info on if the needle fell into the cavity. There was no injury to the pt. The devices that were used in the case were disposed of and sealed samples are being returned for investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).